Event description:
A customer reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to perform a system check, but no issues were identified. The customer continued to use the pump for insulin therapy.